Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) has migrated down. The device was programmed to ventricular demand for the time being. Additional information was obtained which indicated that the device has been revised. This device remains in service. No additional adverse patient effects were reported.